Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown of the device. Customer¿s blood glucose level was not impacted. The customer received a low power alert prior to the shutdown but was able to resume insulin administration. The customer was educated by technical support that a daily battery depletion rate of 15-35% is normal. Following full battery charges, the depletion rate was no longer exceeding 35%, and the issue was resolved.